Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and no anomalies were found. The lead was returned with the helix fully retracted. The helix was able to be extended and retracted within specification. The outer insulation of the lead was extrinsically breached due to a cut, and had have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6)

Event description:
It was reported that during the procedure it took more than 30 attempts in order to get the helix to extend. The lead was explanted and a different lead was used. No patient complications have been reported as a result of this event.